Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm, off no power alarm noted. The battery icons functioned properly. Pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 404mg/dl. The customer took a correction of 14.4 units via the bolus feature on the insulin pump. The customer was experiencing a low battery on her insulin pump approximately 3 weeks ago. Troubleshooting was performed and a found that the battery cap looks to be stripped. We will be sending a replacement battery cap. The insulin pump is not be returned for analysis.